Manufacturer narrative:
The device trained customer determined the most likely cause of this failure was the uim and ordered a replacement. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device, while in patient use. The customer reported that there was no patient harm or injury during this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue revealed a corrupted boot loader.